Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that no options available to remove or restock medications. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was no option available to remove or restock medications in the station. A technical support specialist (tss) identified that the med/surg device was not assigned to any area, while the customer role was mapped to the khc medsurg rm area. This mismatch prevented users from viewing patient options until the station was properly assigned. The customer was advised to assign an area to the med/surg device that aligned with the user¿s role-assigned area. After the correction was made, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that no options available to remove or restock medications. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.